Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the personality module video acquisition (pmva) node to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs but was not able to reproduce the issue during in-house testing. During the visual inspection there were no issues related to the report issue. The pmva was installed onto a golden system where the component functioned as expected. Then the golden system was set to run video test, 10 minutes sine cycle, 10 power cycles and sitting idle for 1 hour. Once the testing was completed, the system error logs were inspected but there were no errors identified. The probable root cause may be attributed to an intermittent connection or seating issue at the pmva, causing a hardware communication fault between the pmva and the video display controller (vdc).

Event description:
It was reported that during a da vinci-assisted surgical procedure that error 307 occurred. The site power cycled the system twice before, but there was no change. The system touchscreen did not have a display either. The intuitive surgical, inc. (Isi) technical support engineer (tse) suggested hard power cycling the system. The reported issue reoccurred within one minute. Due to the touchscreen not having a display, the tse could not check the error logs. It was suspected that a defective personality module video acquisition (pmva) node was the cause of the issue. The procedure was converted to a traditional laparoscopic procedure. There were no reports of patient injury. Isi received the following additional information via follow up: the conversion did not result in additional ports being added, nor the port size being increased.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint. The fse replaced the personality module video acquisition (pmva) node to resolve the issue. The system was tested and verified as ready for use. The pmva involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.